Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the pump black box showed data from (B)(6) 2014; the data from the time of the event was not available due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was found to be discolored.

Event description:
The patient was reportedly hospitalized from (B)(6) 2011 with a blood glucose on admission of over 600 mg/dl, no symptoms, and no ketones. The patient confirmed that she was not diagnosed with diabetic ketoacidosis but was unsure of the admitting diagnosis. The patient reported that she was treated with the pump and injections. The patient reported that blood glucose levels were began increasing on (B)(6) 2011. Customer support reviewed the pump with the patient. The patient confirmed that all of the pump settings were correct; there were no relevant alarms in the history and the pump total daily dose added accordingly. The patient did report some recent decrease in activity levels. The patient confirmed that the site was rotated regularly and there were no issues with insertion. The patient stated that the insulin was newly opened and kept in a refrigerator. Customer support advised the patient that there was no indication of a pump, cartridge, or set malfunction; the patient was advised to follow up with a health care professional to review insulin regimen. This report is made based on the allegation that the patient was hospitalized with elevated blood glucose while using insulin pump therapy.